Manufacturer narrative:
See MDR 1920664-2007-01329 for the intraocular lens used with this delivery device.

Event description:
The doctor noticed that the haptic was bent during the insertion of the lens in the pt's eye. The doctor cut the lens in half to remove and replace the lens.